Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000125, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the movement batteries were dead on arrival (doa). It was noted that this was found during preventative maintenance. No patient was present and no machine functionality was affected.